Manufacturer narrative:
Concomitant medical products: 310c31, valve: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited open circuit pace (ocp) counts and a polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.